Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had initial surgery in 2016. Best corrected visual acuity (bcva) from (B)(6) 2016. Right eye pre-op 20/20 -4.25 x -.25 x 125, left eye pre-op 20/20 -3.50 x -.75 x 80. Bcva from (B)(6) 2017: right eye post-op 20/25 -.50 x -.50 x 110, left eye post-op 20/20 -.50 x -.50 x 4. Patient had an enhancement on (B)(6) 2017 and presented on 1 day post op with corneal abrasion/small erosion temporally and loose epithelium on right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of watery eyes and discomfort. Patient reported symptoms are not interfering with daily activities. Account mentioned that patient was excessively touching/wiping right eye with kleenex. Patient was educated in not to touch eye. It was offered to insert a bandage contact lens for comfort however, patient declined. The patient was instructed to lubricate aggressively and return to center if worsens. This report is for the visx laser. A separate report is being submitted for the intralase laser.